Event description:
(B)(4). Side effects from essure birth control. Headaches, fatigue, weakness, memory loss, acne, inflammation, pain, mood swings, fluid build up, rashes, allergies, low immune system.